Event description:
Clinical study. Same case as 6000093-2005-00528, 6000093-2005-00530, 6000093-2005-00531. 2 days after a drug eluting stenting treatment procedure the pt had a stent thrombosis and rintervention. Target lesion #1 was a 3.0mm. 85% stenosed svg to the distal circumflex (dist cx). The physician treated the lesion by successfully placing a taxus express2 8.8% 3.00x12mm drug eluting stent in the svg dist cx. Target lesion #2 was a 3.0mm 75% stenosed svg to the dist cx. The physician treated the lesion by successfully placing (2) taxus express2 8.8% stents in this lesion. The first was a 3.00x24mm and the second was a 3.00x20mm with a 4mm overlap. Lesion #3 was a 3.5mm 75% stenosed svg ramus. The physician treated this lesion by successfully placing a taxus express2 8.8% 3.50x12mm drug eluting stent in the ramus. 2 days later prior to discharge, the pt had a stent thrombosis in the ramus and required a reintervention of the vein. The pt was discharged 5 days post index procedure on plavix and aspirin.

Event description:
It was further reported that target lesion 1 (9 mm long) was identified in the saphenous vein graft (svg) -3rd obtuse marginal (om) with 85% in-stent stenosis, and a 3.0 mm reference vessel diameter. Target lesion 1 was treated with placement of a 3 x 12 mm taxus express2 8.8% drug eluting stent to the proximal segment, reducing stenosis to 0%. Target lesion 2 (32 mm long) was identified in the svg-3rd om, with 75% stenosis, and a 3.0 mm reference vessel diameter. Target lesion 2 was treated with the placement of two overlapping taxus express2 8.8% drug eluting stents (3 x 24 mm, 3 x 20 mm) to the mid body of the svg, reducing stenosis to 16%. Transient st segment elevation which occurred after the placement of the target lesion 2 stents resolved with nitroglycerin and nicardipine. Target lesion 3 (8 mm long) was identified in the svg-ramus with 75% stenosis and a 3.5 mm reference vessel diameter. Target lesion 3 was treated with a filter wire device and direct placement of a 3.5 x 12 mm taxus express2 8.8% drug eluting stent, reducing stenosis to 0%. The next day, while still in the hospital, patient developed chest pain and nausea. An emergency cardiac catheterization was recommended. Cardiac catherization the next day revealed, svg to the om branch, widely patent stents, svg to the ramus, 100% proximal thrombotic occlusion "close" to the previously placed stent. In the opinion of the physician the relationship of the stent thrombosis to the taxus stent is unknown. The next day, the patient underwent angioplasty and thrombectomy of the proximal portion of the svg to the ramus. The distal portion of the svg appeared to have a dissection with residual thrombosis. Treatment consisted of angioplasty and placement of a commercial stent. The mid portion of the svg appeared to have a residual thrombus versus dissection. The patient was started on a reopro infusion. Plans were made for the patient to start on lovenox. It was also recommended that the patient undergo a cardia catheterization before discharge for re-look and possible stenting to the mid portion of the svg to the ramus. Cardiac catheterization 2 days later revealed, svg to the ramus, widely patent, 20% residual plaque prolapse with a healing dissection versus eccentric ruptured plaque, svg to the om/lpl patent. The patient was discharged the next day on asa, plavix, and lovenox. In the opinion of the physician the relationship of the reintervention to the taxus stent is probable.

Event description:
Same patient as #6000093-2005-00935, 6000093-2005-00936, 6000093-2005-00937, 000089-2005-01207.

Event description:
It was further reported that 1 day after the procedure while still in the hospital, the pt developed chest pain and nausea. The pt experienced myocardial infarction (mi) as evidenced by elevated cardiac enzymes, and a non-q wave mi was reported by the site. In the opinion of the physician the relationship of the mi to the taxus stent is probable, and the relationship to the target vessel is probable.